Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the white sureform 45 reload for failure analysis. The stapler reload was found to have the blade rotated within the knife track but not exposed above the surface. There was also cartridge and blade damage noted at the site of the rotated blade and the blade was found to have mechanical indentations.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There were two sureform 45 curved-tip stapler instruments that were used during the procedure, it is unclear which stapler instrument was involved with the reported event: a review of the stapler log shows that sureform 45 curved-tip stapler instrument (lot number: k11250319-0159), was used first, and it was installed on the system 12 times and fired 12 stapler reloads (2 white, 1 blue, 2 green, 3 blue, 3 green, 1 black, in that order). On installs 1, and 3-8, and 10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. On install 9, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 11, the first clamp was incomplete, but the next clamp was successful, and the firing was completed with 1 pause for compression. On install 12, the first 7 clamps were incomplete. The 8th clamp was successful, and the firing was completed with no pauses for compression. Next, the logs show that sureform 45 curved-tip stapler instrument (lot number: k11250319-0166), was installed on the system 8 times and fired 7 stapler reloads (2 black, 2 white, 2 blue, 1 black, in that order). On installs 1, 3, and 5-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, a blue reload was installed, however no clamping or firing was attempted. On install 8, the first two clamp attempts were successful, and the firing was completed with 2 pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a partial fire occurred while using a sureform 45 curved-tip stapler instrument with a white sureform 45 reload, resulting in an incomplete staple line. When the firing sequence stopped, the system displayed the message "remove stapler. Warning: blade may be exposed." Upon removal of the stapler instrument, the vein ligation was incomplete, with holes and gaps observed along the staple line. Although an unspecified amount of bleeding from the vein occurred, it was considered expected and normal for the procedure. The issue was resolved by using the same stapler instrument with a new white sureform 45 reload, and no additional tissue removal was required. The cause of the incident remains unknown, as the surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws or fire over an existing staple line. The procedure was successfully completed robotically.